Event description:
On 11/24/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Hemostasis was achieved with the device, and the pt was discharged home later that day. On 12/10/1998 the pt presented to the emergency room with ecchymosis which extended from the groin to the knee, and a hematoma of unspecified size. The hematoma was compressed with manual pressure, and the pt was discharged home in satisfactroy condition. As of 01/13/1999 there has been no report to the MFR of further complication or additional pt sequelae.